Manufacturer narrative:
The manufacturer identified the problem. H6 result code updated to 170. H6 conclusion code updated to 25.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event that required hospitalization.